Event description:
It was reported by the customer that a pyxis medstation system patient had not crossed over the station. The customer reported that users were unable to remove medications from the station. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient had not crossed over the station. A technical support specialist confirmed that the customer issue was resolved after modified settings. The serial number in this MDR was left blank. Asked tsc for the affected device (asset information) and will update when the information is available. The system functioned as intended after the technical support specialist troubleshooted the device.